Manufacturer narrative:
(B)(4). This device has been returned. Boston scientific has concluded it is unlikely that device characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Event description:
Boston scientific received information that noise on electrograms (egms) were observed. Right atrial (ra) lead and right ventricular (rv) lead pacing impedance measurements were greater than 2,000 ohms. Additionally, loss of capture (loc) and noise were observed. The patient exhibited an intrinsic rate and no adverse patient effects were reported. The patient was admitted to the ER and an xray was performed. The xray confirmed that the ra and rv leads were no longer in the heart, but were found to be dislodged in the device pocket. A revision procedure was performed and the ra and rv leads were explanted. The device remains actively implanted. No adverse patient effects were reported during the procedure. The ra lead was returned for reliability analysis.

Manufacturer narrative:
(B)(4). Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.